Event description:
Additional information was received and it was reported that the catheter was replaced. The pump was delivering morphine and bupiva caine.

Event description:
It was reported that the patient had poor pain control/less than 50% therapy relief since pump and catheter replacement approximately 2 months ago. A dye study had good csf (cerebrospinal fluid) flow with good spread of dye in the spinal canal, but a CT after the dye study showed the catheter was subdural; not intrathecal. A catheter revision was scheduledfor (B)(6). The patient status was reported as ¿alive - no injury/no adverse event¿. The manufacturer¿s device registration system shows that the catheter was replaced. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type catheter. (B)(4).